Manufacturer narrative:
Weight-race :unk. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of -9.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2021. Within the same surgery, the lens was exchanged for a smaller length lens due to excessive vault. The problem was resolved. Cause reported as unknown. Reportedly, "the postoperative condition is good."